Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
It was reported via the implant patient registry that the subject device was explanted after an implant duration of seven (7) days for unknown reason. Another edwards valve of the same model but one size smaller was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Through further investigation, it was learned that the subject device was removed from the patient due to perivalvular leak. At the time of the initial aortic valve replacement, tee showed leakage at the end of the operation, but it was then accepted. However, the clinical significance of it later increased causing cardia failure and there was an indication for redo. At the reoperation no structural failure was seen on the subject device and the aortic regurgitation was purely periprosthetic. There was no signs of infection. The surgeon could not by inspection localize the exact spot but likely the regurgitation was due to some lose suture or a to large valve implanted. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Based on the information received, operational context most likely contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.